Event description:
It was reported that, "extraction screw driver tip broke during removal of a 3.0 locking screw. No consequences to patient. Surgeon was able to get all screws out as screwdriver tip broke on last screw being removed. Screws were very fixated in hard bone prior to removal."

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.